Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the device could not be fired after pushing the green button. Thus the colon could not be resected. Re-intubation/re-cannulation was necessary. Operative time was extended by 30 min or more.